Event description:
It was reported by the customer that they had been having issues with their device and upon inquiring further, it was discovered that they had been hospitalized on (B)(6) 2014. Customer's blood glucose level was 400 mg/dl at time of hospitalization. Customer advised to disconnect from pump. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.